Event description:
Allegedly the patient was revised due to the following mom complications: imbalance and loss of mobility (right).

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Added the implant date.

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Added the implant date.